Event description:
The customer alleged during his pre-patient check out, he noticed the volumes were fluctuating from breath to breath. The nellcor puritan bennett factory service technician inspected the device and found not only the volume being low and fluctuating, but the leak test failed as well. The service tech replaced the cup seal to correct both failures. The unit passed extended service final testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.